Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) after deployment of the helix and attempt was made to release the ralp but it was unsuccessful. Resistance was noted transitioning to short tether mode. Re-docking was attempted but the control knob was too stiff to operate. It was determined that the tether had ruptured. The physician elected to use a different catheter and ralp to complete the procedure. There were no patient consequences.